Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot number to date. The complaint sample was returned for evaluation. The device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The result of the evaluation was confirmed. The root cause for this event had been identified. Corrective and preventative actions have been and will be implemented. The current instructions for use (IFU) states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.

Event description:
It was reported that during a kidney biopsy procedure the cannula would not close completely over the sample notch, resulting in an inability to cut and remove the tissue sample. The physician made a single attempt to obtain a tissue sample before changing to another device with the same product code and different lot number. The procedure was completed without any harm to the patient.